Event description:
During an unspecified procedure, the balloon of the maverick2 monorail ptca catheter burst inside the artery during inflation. The number of inflations and to what atms is unk. The lesion being treated is unk. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'stable'.